Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Reportedly, the customer's blood glucose level elevated up to 500 mg/dl, which was addressed with correction boluses via the insulin pump. In addition, it was confirmed that the customer has lantus and novolog insulin as alternate insulin therapy.